Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high left ventricular (lv) lead threshold. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.